Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated, and the entrapment of device (clip becoming caught in chordae) resulting in single leaflet device attachment (slda) appears to be due to the user error (improper or incorrect procedure or method) associated with the physician turning the clip in the mitral valve despite being advised not to. Image resolution poor is related to difficulties with visualization that was reported due to shadowing, and is therefore, related to procedural conditions. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Device code (B)(4).

Event description:
This is filed to report device entrapment and single leaflet device attachment it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and steered down to the mitral valve. However, the physician wanted to orientate the clip arms in 3-d imaging. Although the physician was told not to, he started turning the clip. Imaging was changed and it was observed the clip was under the valve and had become caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, it was deployed on both leaflets while remaining attached to chordae. A second clip was inserted in an attempt to stabilize the implanted clip. While advancing the second clip into the left ventricle (lv), the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was able to be implanted without further issues, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.